Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this patient implanted with this right ventricular (rv) lead had atrial septal defect and the lead crossed over to the left side of the heart. The lead was explanted. No additional adverse patient effects were reported.